Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation, the charger/modem was unable to power up. The cause for the power-up failure was isolated to a defective pxa (u104) chip on the charger c/a board. The root cause for the defective u104 component could not be positively identified. No adverse event resulted from the defective u104 pxa component. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient's battery charger/modem was not powering up. The patient was issued a replacement battery charger/modem.